Manufacturer narrative:
The insulin pump received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertically cracked liquid-crystal display controller. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test verify missing segments/partial display due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had partial display and they received unexpected alarms. The customer¿s blood glucose was 8.2 mmol/l at the time of the incident. It also stated that the insulin pump dropped on floor and had small crack on display but display was readable. Display was flashing white without insulin pump being able to restart and after insertion of new battery insulin pump start making loud alarm. The insulin pump will be returned for analysis.